Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: review of the black box data and pump alarm history did not reveal any records of alarms related to the reported complaint. On investigation, the pump powered on and emitted a call service alarm 006. Investigation determined the call service alarm was the result of failure of an electrically erasable programmable read-only memory failure. Due to corruption of software/code. There was no physical damage to the electrically erasable programmable read-only memory.